Event description:
During a laparoscopic hysterectomy, the flare on the sheath of the cutting forceps fell off into the pt. The flare was recovered with no pt injury. The procedure was completed with another like device.

Manufacturer narrative:
The complaint was confirmed. The flare has detached from the shaft. The device was received without the flare, which was not returned with the device. The device was received in a very clean condition. The jaw insulation is cut and torn due to the jaws being retracted into the shaft without a flare in place. Bond failure between the shaft and the flare.